Manufacturer narrative:
Investigation findings: the tubing set used during this procedure was unable to be tested as it was returned with the lines cut. An unused tubing set of the same lot number was also returned by the customer and during testing, it functioned to specification and the reported problem was unable to be confirmed. The customer was contacted to inform them of the findings for the unused tubing set with the same lot number. In addition, the customer was informed that the pump in use at the time of this event should be returned for investigation, even though the customer did not identify a problem with the pump during use. To date, the customer has provided no additional info regarding this event.

Event description:
It was reported that during use of this tubing set in a shoulder arthroscopy, the pt developed an extravasation of the shoulder. At this time, no further information is available.